Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 05/31/2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 85 mg/dl and there were no bg readings taken, the patient though that she was able to get something to eat, but she suddenly lost consciousness without previous symptoms. Her son called an ambulance to take her to the hospital. The patient was hospitalized for 3 days. There were no details about the medical intervention provided nor the treatment administered as the patient couldn´t remember. As treatment provided it was just mentioned that they ¿adjusted her insulin¿. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.